Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during the supply change and fill tubing process on two consecutive attempts with different supply sets, despite confirming no device alerts; a dry run was successful, and with guided troubleshooting the user subsequently completed a supply change and resumed insulin delivery. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included user education and procedural troubleshooting over the phone. Investigation of this case revealed that the event was resolved through correct setup and use of new supplies, with no evidence of device malfunction; involved components were cartridges lot 34887 and connectors lot 33987. It was concluded, based on previously established findings for similar reports, that the cause was use error related to the supply change procedure.